Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 became jammed and was found to be broken. The customer mentioned that the drawer clicked but would not open. The customer rebooted the station, however the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was jammed and broken. A field service engineer (fse) verified the issue and confirmed that main half height drawer 4.2 was not opening properly. Inspection revealed an object jammed in the rails, which damaged the position sensor magnet. The magnet was replaced, but testing showed continued issues and exposed ball bearings, so drawer replacement was postponed. Later, the fse again verified the issue, removed an object from the rails, and found the ball bearing cage exposed on drawer 4.1. The drawer was replaced drawer slide rail, reconfigured, rebooted, and the firmware was updated. The system functioned as intended after the field service engineer repaired the device.